Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -7.50 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the patient reported excessive vaulting and elevated iop. On (B)(6) 2016, the lens was exchanged for a shorter lens. The problem was resolved. As of the date of MDR submission no lens evaluation has been performed, as the product has not been returned.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens haptic broken. No similar complaints were reported for units within the same lot. (B)(4).